Event description:
Report received that the device powered off without alarming. In 2004, the device was programmed to deliver an unspecified dose of taxol at a rate of "about 200 cc/hr." The remaining pump parameters were unspecified. The customer reported the device was unplugged for patient ambulation to the bathroom. Upon the patient's return to bed, the nurse reportedly noted the pump had powered off without alarming. Therapy was restarted on the same pump. Approximately 45 to 50 minutes later, the nurse noted, "the pump had not restarted, or perhaps she had never restarted it." Therapy was resumed on the same pump and completed without incident. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Thought requested, no additonal informtion was provided.

Manufacturer narrative:
The product was received. Investigation is not complete.